Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that an uphold lite device was used during a pelvic floor repair procedure on (B)(6) 2017. According to the complainant, during the procedure, the suture broke and detached inside the patient. The broken section of the suture with the needle was removed from the patient. The procedure was completed with another uphold lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the problem of lead suture broke. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite device was used during a pelvic floor repair procedure on (B)(6) 2017. According to the complainant, during the procedure, the suture broke and detached inside the patient. The broken section of the suture with the needle was removed from the patient. The procedure was completed with another uphold¿ lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.